Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent urgent endovascular treatment of symptomatic acute dissection in zone 2, which extended to zone 5. The tevar indication was pain. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu313115 and tgu343420) were implanted within zone 4 and 5, with coverage extending from zone 2 to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 45mm, in zone 3. Additionally a branch surgical bypass of the left subclavian artery (lsa) was performed. Post branch treatment reported patency with no coverage of the lsa. No post operative complications were reported for the patient who had a spinal drain placed and was transfused with 3 units packed red blood cells. The patient was transferred to the intensive care unit and discharged to home on post operative day (pod) 7. The maximum aortic diameter within the treated area at time of discharge was reported to measure 50mm. There were no complications or follow up reported for the patient.